Event description:
Coil detached in mc. The physician had attempted to place a boston scientific 7 mm x 20 cm 360 coil in an supra clinoid aneurysm. He was unable to place it and then tried to place a trufill dcs orbit coil size 8 mm x 15 cm, but he had difficulty advancing (felt resistance) the coil through the microcatheter (boston scientific sl-10). Noticing the difficulties being encountered, the following decision was made. The physician was asked to remove the coil and the catheter to take a look at it. Upon trying to remove the coil, the coil detached and remained in the microcatheter. It was not out of the microcatheter, so he was able to safely remove the catheter and coil. The physician then put in another catheter and was able to successfully treat the aneurysm. The patient, a 76-year-old female woke up from the procedure and was fine. Continuous flush was maintained within the microcatheter (mc). Initially, there was no resistance when the coil was being advanced through the mc. The hypo tube was not kinked.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.